Manufacturer narrative:
The serial number of the cobas 8000 cobas c 502 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable tpuc3 total protein urine/csf gen.3 results from one urine patient sample tested on the cobas 8000 cobas c 502 module. The reporter was not able to provide the date the event occurred. The date the event was reported was used as the date of event. The patient sample was run in unit 1 and unit 2 of the module. The initial result of the undiluted patient sample from unit 1 was 248 mg/dl. The repeat result with the patient sample at an unknown dilution from unit 1 was 132 mg/dl. The initial result of the undiluted patient sample from unit 2 was 247 mg/dl. The repeat result with the patient sample at an unknown dilution from unit 2 was 141 mg/dl. The reporter performed a dilution series for result confirmation. The unit of the module used was not provided. The repeat result of the undiluted sample was 259 mg/dl. The repeat result with the patient sample at a 2-fold dilution was 108 mg/dl with a final dilution result of 216 mg/dl. The repeat result with the patient sample at a 4-fold dilution was 46 mg/dl with a final dilution result of 184 mg/dl. The repeat result with the patient sample at an 8-fold dilution was 18 mg/dl with a final dilution result of 144 mg/dl. The reporter deemed the results of the undiluted patient samples were correct.

Manufacturer narrative:
Medwatch fields a. Patient information, b7 other relevant history, and d10 concomitant medical products updated. The customer reported the tpuc3 result of 216 mg/dl. Based on the information provided, the investigation did not identify a product problem.